Event description:
Information received from the field does not address the patient's clinical status but notes high lead impedance. The high impedance caused the medtronic pulse generator to switch the polarity to unipolar. The lead remain in unipolar and monitored.